Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: these issues occurred on an unspecified date about 2-3 weeks prior to this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) effluent sample bags were leaking from the seam in between the ports. These events occurred during an unspecified process step during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.